Event description:
The caller stated that the customer was having high blood glucose of 400 mg/dl which was treated with a manual injection. The customer's symptom of high blood glucose was excessive thirst. The drive support cap was recessed. No air bubbles were found in the tubing, no leaks, insulin did exit the tubing, all of the settings were correct. Found low reservoir alerts in the history of the device. The high pressure test passed. The cannula of the infusion set was not bent or occluded. The site of insertion was not irritated or sore. Brand new bottle of insulin was used. The customer was advised to do a complete change of infusion set and reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.